Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Clinical details report that a placement signal not reliable (psnr) alarm triggered on (B)(6) 2025. The pump was not removed due to the complication. Data logs were reviewed, and a single psnr alarm was confirmed the night of (B)(6) 2025. At this time, contrast began to oscillate between +3200/-3200. After 13 minutes, the alarm resolved and there were no further optical signal issues for the rest of the case. Product was not returned for investigation. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm appeared during impella 5.5 support. The alarm was disabled and support continued uninterrupted. There was no noted patient harm.